Event description:
The customer contact reported, the delivery did not stop when stop key was pressed. The pump was returned to the biomedical department with an unsigned note that stated, "pump would not stop when button." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.